Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device ¿ unknown location/no essure was seen within right ostia') in an adult female patient who had essure (batch no. 646514) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "essure was not easily extracted so the device was left in place.". The patient's medical history included multigravida, gravida I, miscarriage and abortion. Concurrent conditions included abdominal pain, urinary tract infection, sore throat, back pain, cystic acne, ovarian cyst, uterine bleeding, perineal pain, hot flashes, trouble falling asleep and insomnia. Concomitant products included clarithromycin (macrobid), ethinylestradiol;levonorgestrel (levora), ibuprofen, ketorolac tromethamine (toradol), meclozine hydrochloride (meclizine hcl), nsaids, paracetamol (acetaminophen), phenazopyridine hydrochloride (pyridium) and potassium chloride. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea(cramping)"), fatigue ("fatigue"), urinary tract infection ("infection ¿ urinary tract infection"), migraine ("migraines/headaches"), nausea ("nausea"), depression ("psychological or psychiatric problems ¿ depression") and anxiety ("mental anguish") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced complication of device removal ("essure was not easily extracted so the device was left in place."). The patient was treated with surgery (diagnostic hysteroscopy). At the time of the report, the device dislocation, pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, fatigue, urinary tract infection, migraine, nausea, depression, anxiety and weight increased outcome was unknown. The reporter considered anxiety, complication of device removal, depression, device dislocation, dysmenorrhoea, fatigue, female sexual dysfunction, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted for lab data previously reported ie hysterosalpingogram but now it has been reported as plaintiff did not undergo an essure confirmation test. Essure device was visualized within left ostia, on further inspection appears to have turned back on itself with the two free ends within the uterine cavity. No essure was seen within right ostia.one free end of the essure was grasped, the essure was not easily extracted so the device was left in place. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Ultrasound pelvis - on (B)(6) 2017: normal sonographic appearance of the ovaries without cystic or solid mass identified. Iud within endometrial canal. Concerning the injuries reported in this case the following events were confirmed via patients medical record : menorrhagia,pelvic pain,device migration. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-aug-2019: quality safety evaluation of ptc. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device ¿ unknown location/no essure was seen within right ostia / migration') and device expulsion ('expulsion of essure device/ expulsion of right essure coil') in an adult female patient who had essure (batch no. 646514) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "essure was not easily extracted so the device was left in place.". The patient's medical history included multigravida, gravida I, miscarriage, abortion and overweight. Current weight 171 lbs. Previously administered products included for an unreported indication: nordette from 2005 to (B)(6) 2009. Concurrent conditions included abdominal pain, urinary tract infection, sore throat, back pain, cystic acne, ovarian cyst, uterine bleeding, perineal pain, hot flashes, trouble falling asleep and insomnia. Concomitant products included nsaids and paracetamol (acetaminophen) for migraine headache and pelvic pain female, meclozine hydrochloride (meclizine hcl) from (B)(6) 2015 to (B)(6) 2016 for nausea, clarithromycin (macrobid) and phenazopyridine hydrochloride (pyridium) for uti as well as ethinylestradiol;levonorgestrel (levora) (B)(6) 2018 to (B)(6) 2018, ibuprofen since (B)(6) 2017, ketorolac tromethamine (toradol) and potassium chloride since (B)(6) 2018. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/pain: pelvic"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea(cramping)"), fatigue ("fatigue"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:urinary tract infection"), migraine ("migraines/headaches"), nausea ("nausea"), depression ("psychological or psychiatric problems ¿ depression") and anxiety ("mental anguish") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage ("bleeding: gen. Abnormal bleeding"), complication of device removal ("essure was not easily extracted so the device was left in place."), bladder disorder ("bladder/urinary prob"), urinary tract disorder ("bladder/urinary prob"), abdominal pain ("pain: abdominal"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge") and cystitis ("bladder infection"). The patient was treated with estradiol, levonorgestrel, norethisterone (norethindrone) and surgery (diagnostic hysteroscopy). At the time of the report, the device dislocation, device expulsion, female sexual dysfunction, dysmenorrhoea, fatigue, urinary tract infection, migraine, nausea, depression, anxiety, weight increased, bladder disorder, urinary tract disorder, vaginal infection and vaginal discharge outcome was unknown and the genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, complication of device removal, cystitis, depression, device dislocation, device expulsion, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted for lab data previously reported ie hysterosalpingogram but now it has been reported as plaintiff did not undergo an essure confirmation test. Essure device was visualized within left ostia, on further inspection appears to have turned back on patient received treatment for pelvic pain, abdominal pain, gen. Abnormal bleeding, bladder problems, urinary problems, migration itself with the two free ends within the uterine cavity. No essure was seen within right ostia.one free end of the essure was grasped, the essure was not easily extracted so the device was left in place. Have you had your essure (or any part of the device) removed? No current weight 171 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Ultrasound pelvis - on (B)(6) 2017: normal sonographic appearance of the ovaries without cystic or solid mass identified. Iud within endometrial canal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. New events: vaginal infection, vaginal discharge and bladder infection were added. Outcome for pain and abnormal bleeding were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device ¿ unknown location/no essure was seen within right ostia / migration'), device expulsion ('expulsion of essure device/ expulsion of right essure coil') and genital haemorrhage ('bleeding: gen. Abnormal bleeding') in an adult female patient who had essure (batch no. 646514) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "essure was not easily extracted so the device was left in place.". The patient's medical history included multigravida, gravida I, miscarriage, abortion and overweight. Current weight 171 lbs. Previously administered products included for an unreported indication: nordette from 2005 to september 2009. Concurrent conditions included abdominal pain, urinary tract infection, sore throat, back pain, cystic acne, ovarian cyst, uterine bleeding, perineal pain, hot flashes, trouble falling asleep and insomnia. Concomitant products included nsaids and paracetamol (acetaminophen) for migraine headache and pelvic pain female, meclozine hydrochloride (meclizine hcl) from october 2015 to october 2016 for nausea, clarithromycin (macrobid) and phenazopyridine hydrochloride (pyridium) for uti as well as ethinylestradiol;levonorgestrel (levora)28-aug-2018 to september 2018, ibuprofen since august 2017, ketorolac tromethamine (toradol) and potassium chloride since august 2018. On (B)(6) 2009, the patient had essure inserted. In october 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/pain: pelvic"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea(cramping)"), fatigue ("fatigue"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:urinary tract infection"), migraine ("migraines/headaches"), nausea ("nausea"), depression ("psychological or psychiatric problems ¿ depression") and anxiety ("mental anguish") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), complication of device removal ("essure was not easily extracted so the device was left in place."), bladder disorder ("bladder/urinary prob"), urinary tract disorder ("bladder/urinary prob") and abdominal pain ("pain: abdominal"). The patient was treated with estradiol, levonorgestrel, norethisterone (norethindrone) and surgery (diagnostic hysteroscopy). At the time of the report, the device dislocation, device expulsion, genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, fatigue, urinary tract infection, migraine, nausea, depression, anxiety, weight increased, bladder disorder, urinary tract disorder and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, complication of device removal, depression, device dislocation, device expulsion, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted for lab data previously reported ie hysterosalpingogram but now it has been reported as plaintiff did not undergo an essure confirmation test. Essure device was visualized within left ostia, on further inspection appears to have turned back on patient received treatment for pelvic pain, abdominal pain, gen. Abnormal bleeding, bladder problems, urinary problems, migration itself with the two free ends within the uterine cavity. No essure was seen within right ostia.one free end of the essure was grasped, the essure was not easily extracted so the device was left in place. Have you had your essure (or any part of the device) removed? No current weight 171 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Ultrasound pelvis - on (B)(6) 2017 normal sonographic appearance of the ovaries without cystic or solid mass identified. Iud within endometrial canal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2019: pfs was received. New event expulsion of essure device was added. Treatment drugs were added. Historical drug was added. Patient demographic was added. Incident: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device ¿ unknown location/no essure was seen within right ostia / migration') and genital haemorrhage ('bleeding: gen. Abnormal bleeding') in an adult female patient who had essure (batch no. 646514) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "essure was not easily extracted so the device was left in place.". The patient's medical history included multigravida, gravida I, miscarriage and abortion. Concurrent conditions included abdominal pain, urinary tract infection, sore throat, back pain, cystic acne, ovarian cyst, uterine bleeding, perineal pain, hot flashes, trouble falling asleep and insomnia. Concomitant products included clarithromycin (macrobid), ethinylestradiol;levonorgestrel (levora), ibuprofen, ketorolac tromethamine (toradol), meclozine hydrochloride (meclizine hcl), nsaids, paracetamol (acetaminophen), phenazopyridine hydrochloride (pyridium) and potassium chloride. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/pain: pelvic"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea(cramping)"), fatigue ("fatigue"), urinary tract infection ("infection ¿ urinary tract infection"), migraine ("migraines/headaches"), nausea ("nausea"), depression ("psychological or psychiatric problems ¿ depression") and anxiety ("mental anguish") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), complication of device removal ("essure was not easily extracted so the device was left in place."), bladder disorder ("bladder/urinary prob"), urinary tract disorder ("bladder/urinary prob") and abdominal pain ("pain: abdominal"). The patient was treated with surgery (diagnostic hysteroscopy). At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, fatigue, urinary tract infection, migraine, nausea, depression, anxiety, weight increased, bladder disorder, urinary tract disorder and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, complication of device removal, depression, device dislocation, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted for lab data previously reported ie hysterosalpingogram but now it has been reported as plaintiff did not undergo an essure confirmation test. Essure device was visualized within left ostia, on further inspection appears to have turned back on patient received treatment for pelvic pain, abdominal pain, gen. Abnormal bleeding, bladder problems, urinary problems, migration itself with the two free ends within the uterine cavity. No essure was seen within right ostia.one free end of the essure was grasped, the essure was not easily extracted so the device was left in place. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Ultrasound pelvis - on (B)(6) 2017: normal sonographic appearance of the ovaries without cystic or solid mass identified. Iud within endometrial canal. Concerning the injuries reported in this case the following events were confirmed via patients medical record : menorrhagia,pelvic pain,device migration. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received. New events: abdominal pain, gen. Abnormal bleeding, bladder problems, urinary problems were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device ¿ unknown location / no essure was seen within right ostia') in a female patient who had essure (batch no. 646514) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "essure was not easily extracted so the device was left in place." The patient's medical history included multigravida, vaginal delivery, miscarriage and abortion. Concurrent conditions included abdominal pain, urinary tract infection, sore throat, back pain, cystic acne, ovarian cyst, uterine bleeding, perineal pain, hot flashes, trouble falling asleep and insomnia. Concomitant products included clarithromycin (macrobid), ethinylestradiol; levonorgestrel (levora), ibuprofen, ketorolac tromethamine (toradol), meclozine hydrochloride (meclizine hcl), nsaids, paracetamol (acetaminophen), phenazopyridine hydrochloride (pyridium) and potassium chloride. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea(cramping)"), fatigue ("fatigue"), urinary tract infection ("infection ¿ urinary tract infection"), migraine ("migraines/headaches"), nausea ("nausea"), depression ("psychological or psychiatric problems ¿ depression") and anxiety ("mental anguish") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced complication of device removal ("essure was not easily extracted so the device was left in place."). The patient was treated with surgery (diagnostic hysteroscopy). At the time of the report, the device dislocation, pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, fatigue, urinary tract infection, migraine, nausea, depression, anxiety and weight increased outcome was unknown. The reporter considered anxiety, complication of device removal, depression, device dislocation, dysmenorrhoea, fatigue, female sexual dysfunction, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted for lab data previously reported ie hysterosalpingogram but now it has been reported as plaintiff did not undergo an essure confirmation test. Essure device was visualized within left ostia, on further inspection appears to have turned back on itself with the two free ends within the uterine cavity. No essure was seen within right ostia. One free end of the essure was grasped, the essure was not easily extracted so the device was left in place. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Ultrasound pelvis - on (B)(6) 2017: normal sonographic appearance of the ovaries without cystic or solid mass identified. Iud within endometrial canal. Concerning the injuries reported in this case the following events were confirmed via patients medical record: menorrhagia,pelvic pain,device migration. Most recent follow-up information incorporated above includes: on 1-aug-2019: pfs received : lot number added. Following events were added: abnormal bleeding (vaginal, menorrhagia), apareunia, dysmenorrhea; fatigue, urinary tract infection; migraines / headache, nausea; depression, mental anguish; weight gain. And essure was not easily extracted so the device was left in place. Reporter information added. Medical history,concomitant products and concomitant conditions added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.